Manufacturer narrative:
Company rep evaluated the unit and replaced the power supply. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported that the accutorr plus 2 monitor shuts down, which may have affected pt monitoring. No pt injury was reported.